Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician encountered placement difficulty with the right ventricular (rv) lead. The lead was difficult to advance and separation of the superior vena cava (svc) coil was noticed on fluoroscopy. The lead was removed and an alternate lead was utilized. No patient complications have been reported as a result of this event.